Event description:
While using cautery during surgery, the cautery device was removed from patient tissue and a flame was present at the tip of the cautery device. The flame went out after approximately 10 seconds without any intervention. There was no patient harm.